Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood sugar over 600 mg/dl. The customer treated with the insulin pump and with manual injection. The customer reported that they had to change the reservoir. The customer's blood sugar was 100 mg/dl at the time of call. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.